Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5041032, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patients wound on her upper back was healing slowly. It was unknown if any medical intervention was given or not.